Event description:
It was reported that during a novasure endometrial ablation, the physician received several cavity integrity assessment (cia) tests using two disposable devices. The procedure was aborted. The physician "re-scoped" the pt for placement of levonorgestrel-releasing intrauterine system (mirena) and "visualized a small perforation." The pt received antibiotics. No other intervention was reportedly required. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The devices are not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently, unable to establish a relationship or impact to the reported observation. (B)(4).